Event description:
The following has been reported: unable to download log files, display not displaying. A preliminary review of the device logs was not performed. The device was returned for evaluation. Upon investigation the silicon sealant that secures the lcd screen was compromised which allowed fluid ingress into the unit. An internal investigation found fluid ingress had damaged multiple pcba boards, including the main pcba. Fluid ingress entry point was identified as faulty rtv on the lcd. Due to the extent and nature of the damage, this unit is to be decommissioned. Reporting as a conservative measure due to the fluid ingress identified during investigation. No adverse effects were reported.